Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during preparation for the procedure, while attempting to load the trapezoid retrieval basket over a .035" hydra jagwire, it was noticed that the guidewire port on the trapezoid basket was collapsed closed. The basket could not be advanced over the guidewire due to the pinched port of the guidewire lumen. It was reported that there was no visible damage to the packaging of the basket. A second trapezoid basket of the same type was used to complete the case along with the same hydra jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) other - (guidewire passage restricted). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).